Event description:
It was reported that the patient presented at the hospital for a hip fracture and fall due to syncope and bradycardia. Interrogation of the pacemaker showed the right ventricular (rv) lead oversensing with pacing inhibition and intermittent bradycardia. Programming changes were done to resolve the issue and the patient was in stable condition.

Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.